Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the pump has a fundamental design flaw in how insulin is handled--there is no direct physical connection to insulin.¿ there was no reported adverse impact. Tandem technical support made multiple follow-up attempts to obtain specific information; however, no specific information was received.